Event description:
It was reported that there was no capture. During revision, the insulation was noted to be open near the tie down sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however proximal conductor cut, outer insulation kinked/buckled, all insulators breached cut, white substance noted on outer insulation, lead stretched, apparent explant damage, and blood noted on all conductors; distal segment returned and analyzed.